Event description:
It was reported that during a pump replacement due to "normal battery depletion" it was observed that the catheter was "smashed" near the pump connector end. The physician performed a catheter dye study and found that the catheter had a pin hole leak a few inches after the flattened portion of the catheter. The physician then decided to trim the catheter just past the pin hole tear and attach another catheter. The physician then performed another dye study and the new catheter was patent; dye was visualized in the intrathecal space. The physician then connected the new sutureless catheter to the new pump. The patient was reported to have been doing well and the pump was "providing much better therapy." The device system was used to deliver fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8703, lot# j94142214, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).